Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient's infusion set was detached from connector while at work on (B)(6) 2024. The site location was at leg. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
(B)(6).